Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that couple of days after implant of the right ventricular (rv) lead, the lead displayed very high thresholds. The lead was turned off and programmed to aai. No patient complications have been reported as a result of this event.